Event description:
The customer reported that 10-20 ml of fluid was leaking from the syringe area of the coulter ac t 5diff cp analyzer and onto the counter. The leak was not contained within the instrument. The analyzer generated white blood count (wbc) voteouts. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the reagent syringe was leaking hemoglobin (hgb) lyse. The fse replaced the reagent syringe, but found the mechanism was old and worn and syringes would not lock in place causing them to leak. The fse replaced the syringe mechanism and ran latex calibration, shutdown, startup, latron controls and patient samples. Failure mode of the leak was related to hgb lyse syringe and syringe mechanism. However, the instrument generated white blood count (wbc) voteouts alerting the customer to an instrument problem. (B)(4).